Event description:
It has been reported to philips that the system was not booting up and no display from the flexvision. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that fuse was blown. The fuse has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the b cabinet was completely dead. Upon further troubleshooting action, engineer found fuse was blown. The user replaced the fuse in m cabinet. After replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.